Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - moisture ingress w/ dmg) issue, damage to the battery compartment with moisture ingress. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-oct-2018 with the following findings: a review of the black box showed no activity related to the alleged temperature issue. No damage was found to battery compartment or cap. No overheating was duplicated during testing. No evidence of moisture was found in the battery compartment. No leaks were found during leak testing. The pump electrical current draws were found within specifications. The pump was opened and no damage or evidence of internal moisture was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.